Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the gel on the pad to be dry. The pad was returned out of pouch. Visual inspection found the pad to have been assembled correctly. The pad passed continuity testing. This is a designed safety feature and that would occur if the gel had dried out at the time of procedure, it therefore functioned as intended. The return electrode monitor(rem) feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, an error will sound and the generator will not activate. The dry pad is probably a result of the manner in which the pad was shipped to pmv for investigation. Moisture loss occurs as soon as the pad is removed from the pouch. No fault was found with the pad. As per the customer's report that the burn might have happened when disassembling reusable cable from disposable handset, it can be concluded the pad tested satisfactory and is not related to the failure mode. The investigation did not identify any defects that would have contributed to the reported failure. The dry pad failure is probably the result of the pad being opened, applied to a patient and the then returned for investigation without a cover. The instructions for use(IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and ap ply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure, the nurse noted a pad site small burn on the interior part of the thigh at right leg of the patient. The burn site was diagnosed with second degree burn with measurement of 4cm x 4cm. The burn site was applied with medication cream.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure, the nurse noted a pad site small burn on the leg of the patient.